Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specifications, and passed the rewind, seating, basic occlusion, occlusion, force sensor, displacement and self tests. The pump was monitored for 24 hours and no blank display anomalies were noted. The power connector plugged in and locked in place properly. The pump was received with a missing display window cover. The pump had a piece of the battery tube threads broken off, minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer to remove battery for 2 hours and call back if issue is not resolved. Customer was also advised to monitor the pump and call back if necessary. No further details given.